Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left circumflex artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. When the ivus catheter was being delivered across the aorta into the left main, the catheter got twisted with the guidewire. The catheter could not be removed through the guide catheter because the ivus catheter was knotted. The entire delivery system was removed and the procedure completed with a new ivus catheter.

Manufacturer narrative:
The device was returned for analysis with the wire inserted in the tip. Visual and microscopic inspection revealed the imaging window and drive cable were twisted and entangled with the guidewire, and the sheath was kinked. Microscopic inspection revealed the guidewire exit port and the distal section of the tip were in good condition. Media provided by the customer weas inspected and showed the imaging window and drive cable twisted and entangled with the guidewire.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left circumflex artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. When the ivus catheter was being delivered across the aorta into the left main, the catheter got twisted with the guidewire. The catheter could not be removed through the guide catheter because the ivus catheter was knotted. The entire delivery system was removed and the procedure completed with a new ivus catheter.